Event description:
Complainant alleged that while attempting to defibrillate a pt (age& gender unk) the device would not discharge. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.